Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and parkinson's disease. It was reported that in (B)(6) 2016, the patient fell out of bed and began experiencing a light tingling sensation on his right shoulder. An x-ray was performed and it confirmed that there was no lead breakage. The health care provider (hcp) adjusted the patient's stimulation, but the tingling sensation persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.